Event description:
It was reported that during a da vinci-assisted incisional hernia lpom surgical procedure that the xi 30 degree endoscope flipped from up to down on its own. The site attempted to correct the orientation, but was unsuccessful. The site power cycled the system and the endoscope functionality returned. The customer stated that this issue has occurred before. The endoscope was installed on arm 3. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive field service engineer followed up with the site and was advised that a power cycle resolved the issue and that there had been no further issues. The customer stated the fse did not need to perform a system verification. No site visit was conducted. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video of the procedure was provided for review. A review of the instrument log of the xi 30 degree endoscope (part # 470057-08 / serial # (B)(4)) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system sk1668 for a incisional hernia ipom procedure. The alleged event occurred on the 56th use of the instrument. The endoscope has been used in 4 subsequent procedures. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted incisional hernia lpom surgical procedure that the xi 30 degree endoscope flipped from up to down on its own. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.